Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. The customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was 360 mg/dl. Troubleshoot for the stuck button alarm was provided. The customer was advised the insulin pump has to be replaced and to revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No stuck button alarms noted. Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with corroded electronic assemblies and corroded motor home switch.